Event description:
Boston scientific received information that during a follow up visit, this device revealed a battery status of elective replacement indicators (eri). Interrogation revealed eri had been reached five months earlier. Battery voltage was 2.63v and charge time was 22.8 seconds. Previously battery voltage was 2.71v and charge time was 17.2 seconds. There was concern that the battery had depleted more rapidly than expected as the patient with this device had experienced no high voltage events. All other measurements were unchanged. A replacement procedure is intended in the near future. No adverse patient effects were reported.

Manufacturer narrative:
As of this date, this device remains implanted and in service. When additional information is obtained, this event will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical buildup of internal battery impedance.

Event description:
Additional information was received. A replacement procedure was performed. This device was removed, replaced and returned for analysis.

Manufacturer narrative:
Upon receipt, analysis will be performed and this event will be updated.